Event description:
Oxygenator leaked from tubing between heat exchanger and membrane during priming.

Manufacturer narrative:
The units were examined and the factory determined that excessive adhesive overflowed inot the port causing a crack during sterilization. The equipment used to prevent excessive adhesive from being applied to the port will be changed every two hours instead of once per day. This modification was effected in the lot produced 2/18/97 (lot #8897b18). No further incidents have been reported.